Manufacturer narrative:
Subject device has been received and is currently in the eval process.

Event description:
Approx three (3) months ago, pt underwent an aci osteotomy. Post-op, x-rays revealed that two (2) 4.5mm self-tapping cortex screws had broken. Pt underwent revision surgery on (B)(6) 2011 during which the two broken screws were removed and a buttress plate was implanted. This is the 1st of 2 reports submitted on this event.